Event description:
A customer reported to baxter (B)(4) of a multilayer bag set that activated on dispatch before usage. It is unknown in which care area this event occurred. There was no patient involved or medical intervention needed. No additional information is available.

Manufacturer narrative:
(B)(4). A photo of the actual sample was sent in for evaluation. A visual inspection was performed on the photo which revealed that the amino acid chamber & glucose chamber were activated. Therefore, the reported problem was confirmed. The root cause of the reported condition was undetermined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This is a product not distributed in the us and does not have a 510k number. This issue is being investigated through CAPA.